Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: a single coned down view of the left sided ribs demonstrate three separate malleable plate fixation devices with fractured second plate. Likely underlying left-sided rib fractures. Overall size is appropriate for the visualized portions of the three plates. Bone quality not well assessed on this study. Lot identification is necessary for review of the DHR as the lot number was not provided, DHR review can¿t be performed at this time. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was explanted on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified a fractured plate held in a container, confirming the reported revision due to a fractured plate. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plate fractured approximately two years after implantation. There were no known impact or consequence to the patient. No intervention has been reported to date. It was reported that no further information is available.